Manufacturer narrative:
Additional patient identifier: (B)(6). Patient weight not available for reporting. Date of screw back out is not known. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Hospital telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision intramedullary (im) nailing of the left midshaft femur fracture on (B)(6) 2017 due to a distal screw backing out of an im nail that was previously implanted. The initial im nailing was conducted on (B)(6) 2017. Around the seven (7) week follow-up, a screw was discovered to be backed out from the nail. The backed out distal screw was removed intact during the surgery and another longer screw was implanted in its place. The nail and an unknown quantity of screws were left in the patient with the revised longer screw. The fracture was healing and there were no clinical findings. The surgery was reported successfully completed with the patient outcome being as expected. Concomitant devices reported: 10mm 125 degree cannulated tfna nail 360mm left (part 04.037.027s, lot number unknown, quantity 1), tfna screw 80mm (part 04.038.080s, lot number unknown, quantity 1). This report is for one (1) 5.0mm locking screw for im nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Investigation summary: a physical device was not returned. A review of x-ray images confirmed the complaint condition of the 5.0nn ti locking screw (part 04.005.522s, lot unknown) backing out. Preop (pg 2), immediately post-op (pg3), and several weeks postop (pg 1) images were provided (x-rays.pdf). The sequence of images clearly shows the distal locking bolt back-out through the lateral cortex of the distal femur. A definitive root cause could not be determined as the circumstances around the malfunction is unknown. A DHR could not be performed as the lot number is unknown. A drawing review could not be performed as the physical product was not returned for evaluation. Replication of the complaint is not applicable as the malfunction occurred in situ and the part was not returned for investigation. A visual inspection via x-rays was performed as part of the investigation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.